Event description:
As reported, the peg of a 5f mynx control vascular closure device (vcd) was found to have been placed into the artery post deployment. The technician noticed a cold leg with no pulse. The patient went to surgery and the sealant was successfully removed with no problem. The physician noticed an area of calcium on the angiogram afterwards and determine the peg was placed into the artery. The device was prepped correctly and entered into the 5f unknown sheath. The balloon was inflated appropriately and balloon port valve locked. The device was then pulled back slowly at the angle of the stick and the physician felt resistance. Upon feeling this resistance button 1 was deployed. After two minutes the balloon was deflated and button 2 pressed, and the device was removed. The procedure was a diagnostic carotid angiogram. The fellow physician deployed the device and a resident physician was overseeing. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the peg of a 5f mynx control vascular closure device (vcd) was found to have been placed into the artery post deployment. The technician noticed a cold leg with no pulse. The patient went to surgery and the sealant was successfully removed with no problem. The physician noticed an area of calcium on the angiogram afterwards and determine the peg was placed into the artery. The device was prepped correctly and entered into the 5f unknown sheath. The balloon was inflated appropriately and balloon port valve locked. The device was then pulled back slowly at the angle of the stick and the physician felt resistance. Upon feeling this resistance button 1 was deployed. After two minutes the balloon was deflated and button 2 pressed, and the device was removed. The procedure was a diagnostic carotid angiogram. The fellow physician deployed the device and a resident physician was overseeing. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2507301 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement (intravascular) and vascular occlusion¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in a lab and therefore, without procedural images/films, it is not possible to evaluate the condition reported or establish a definitive cause. It is possible that factors related to the procedure, handling, usage and/or patient anatomy contributed to the reported event.it is possible that the calcification reported was a contributing factor since a lesion/stenosis or small vessel at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. According to the instructions for use (IFU), ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (< 5 mm in diameter). Patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, the IFU states during procedure preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the user is instructed during the position balloon step, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or pvd/calcium) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.